Event description:
On 09/20/2022, it was reported by a sales representative via sems that a 1280-000 targeting guide teeth broke off. This occurred on (B)(6) 2022 during a retrograde femoral nail when the teeth broke off where it engages in the nail for insertion. There was no patient effect reported, and no additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the teeth for attachment to the nail were broken off. The cause of this remains undetermined, however probable cause can be attributed to prying/leveraging forces.